Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed faded power button surface. During evaluation, the device was able to obtain readings and alarm alert conditions were visually functioning. The leds were functional and all the leds powered on during start-up and the numbers were fully visible during testing, but no sound could be heard from the unit neither during start-up or during testing. Internal inspection revealed that the speaker was damaged and had signs of corrosion damage. The system circuit board and the ms board was confirmed to also have signs of corrosion damage. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues prior to this reported event.

Event description:
It was reported: "device shows all 8's when turned on intermittently and no sound intermittently." No consequences or impact to patient was reported.